Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # a98n2c. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed no apparent damaged in the external component. The opened packaging was returned along with the instrument. Functional testing was performed to reproduce the reported issue. During testing, the device was cycled and successfully fed and formed six (6) conforming clips. The jaws operated smoothly, opening and closing without difficulty, and the device locked out as intended. No functional anomalies were observed during this evaluation. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Device history review: a manufacturing record evaluation was performed for the finished device batch a98n2c number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 3/5/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the el5ml clip applier would fire, but the clips would not clamp around tissue. They would not approximate. We tried a few firings and had to retrieve them. Opened another clip applier with a different lot number and it worked fine. No patient consequences were reported.